Event description:
It was reported that during a stapled hemorrhoidectomy, when firing the stapler, no crunch sound was heard. The stapler could not be retrieved from the surgical site. The physician spent two hours to cut and suture the piles in order to retrieve the stapler. After that, he tried to fire the stapler on a piece of gauze and found no staples came out at all. No washer was found in the stapler. O.r time was extended more than two hours to suture and cut the piles. One device is being returned.